Event description:
Smiths medical international has reported that they were notified that the pt was trached and the tube became interstitial five days later. The incident was noticed at approx 0410 hrs. The pt had been turned at 0400 hrs. The rn subsequently noticed that the pt was talking and tried to pass a suction catheter down the trach tube. Resistance was found and the rrt was called to assess. Rrt determined that the tube had gone interstitial. As the pt was in no distress the tube was plugged and the pt was put on oxygen/mask at 40%. At the time of the incident the pt was on t-piece 40% with the cuff down.